Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of clip failure to release from catheter. Imdrf impact code f23 captures the unexpected medical intervention of additional provider. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy procedure for a polypectomy. During the procedure, the clip failed to deploy. An advanced provider was called into the room to assess the situation and removed the clip. The patient monitored for post polypectomy bleeding. The procedure was completed with no additional device. There were no patient complications reported as a result of this event.